Manufacturer narrative:
Investigations summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests, exhibiting no signs of damage or separation during use. Additionally, further functional tests for retraction lockout were performed on these 30 retained samples. All samples passed, showing proper activation with no evidence of defects or separation during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates - separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of one (1) bd vacutainer® ultratouch¿ push button blood collection set with pah, the entire mechanism came loose when the needle guard was removed. Patient was pricked again, no other patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of one (1) bd vacutainer® ultratouch¿ push button blood collection set with pah, the entire mechanism came loose when the needle guard was removed. Patient was pricked again, no other patient impact reported.